Event description:
It was reported that a ez45b was used during a pulmanor resection procedure. It was reported by the affiliate that the stapler would not open. There was no consequence to the pt.

Manufacturer narrative:
H6: poor anvil crimp. The analysis results confirmed that the instrument was returned in good phtysical condition. The instrument was cycled, fired, cut, and formed the staples within design specifications, but did not open fully when released. The anvil crimp was examined and was found to be slightly non-conforming. The crimp prevented the anvil from opening properly. The appropriate engineering personnel have been notified and co has documented the reported circumstances and the analysis results. The closure tube clearance has been modified to reduce the occurrence of this incident. The information provided is compiled, monitored, and reviewed by upper management on a routine basis for any associated trends.